Manufacturer narrative:
Incident meets reporting criteria of an FDA MDR report based on the reporting precedence established for this device family for 'removal of a permanent stent either partially or fully deployed"; regardless of pt outcome. On eval of the returned device, it was noted that the stent was returned within the sheath. The complaint description indicated that the stent was removed from pt partially deployed and was put back into the sheath after being removed from the ot by the user. When the handle was actuated, the stent did not deploy. The flexor was noted to be kinked at the handle. The handle was dismantled during the lab and it was noted that the flexor had snapped. The stent was manually deployed by hand during the lab eval. No damage was noted to the stent. The customer complaint could be confirmed based on customer testimony and based on the returned stent as it could not be deployed when the handle was actuated due to the flexor being snapped within the handle. A possible cause of this damage occurring may have been if the device was being turned or twisted if the stent was being placed in a very tough colonic stricture or if force was applied when attempting to deploy the stent. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. The relevant personnel have been notified of this complaint event. Prior to distribution, all evolution devices are subjected to functional checks and visual inspection to ensure device integrity. There is a specific production check to deploy the stent approx 50% and recapture it to ensure it functions correctly. A review of the mfg records for this evolution device of lot c1033335 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use, ifu0052-9 which accompanies this device instructs the user to...."visually inspect with particular attention to kinks, bends and breaks. Of abnormality is detected that would prohibit proper working condition, do not use." From the info provided the pt did not experience any adverse effects due to this occurrence. Another device was used to complete the procedure successfully. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The physician found the evolution stent cannot be deployed completely during the procedure. When the device was removed, the stent was still half deployed and the stent was exposed when removing from the pt. The physician used another evolution stent to successfully finish the procedure. No adverse effects to the pt have been reported as occurring as a result of this incident.